Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. At this time, no further information is available. Should additional information become available this report will be updated. The local area sales representative was contacted for additional information as the physician's complete name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of some atrial events that were under blanking. Adjustments were performed. Technical services (ts) was consulted, and further programming options were recommended. Subsequently, during the data review it was found that there was loss of capture (loc) on the right atrial (ra) lead at max output. No adverse patient effects were reported. This crt-d remains in service. Additional information indicated that reprogramming was performed as the patient had some atrial flutter events that were blanked. No further intervention was required. No adverse patient effects were reported. This crt-d lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information as the physician's complete name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of some atrial events that were under blanking. Adjustments were performed. Technical services (ts) was consulted, and further programming options were recommended. Subsequently, during the data review it was found that there was loss of capture (loc) on the right atrial (ra) lead at max output. No adverse patient effects were reported. This crt-d remains in service.